Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Date of event was approximated to 10/01/2020 as no event date was reported. (B)(4). A visual examination of the returned complaint device found that one section of the balloon was inside the protective sleeve. The balloon and the catheter were carefully inspected, and it did not have any visual defects and were in good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at distal section of the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Boston scientific corporation received an unauthorized return of a cre wireguided dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.